Event description:
An intervention occurred, with an endurant ii cuff implanted. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 5.8x6.1 cm abdominal aortic aneurysm. The proximal aortic neck was 30 mm in diameter. It was reported that on an unknown date, during a routine follow up visit, the stent graft was found to have migrated approximately 1.5-2 cm. The aneurysm was stable, and no leak was visible. The cause of the migration is unknown per the physician. The patient has been compliant in follow up, and was asymptomatic. No additional clinical sequelae were reported and the patient is fine.